Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information, as the emitter was dropped and replaced. Analysis of the field generator 9731203 em mobile (lot #: 0400002024) found that the chassis components were damaged, as there was physical damage and pieces were broken. The reported problem was confirmed. The field generators coil housing panel had broken pieces off of the coil housing and impact damage at the coil base. Product event summary #s7 damaged emitter. Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the emitter is damaged. Discovered outside of a case, no patient present.